Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings:during testing, the display screen was found to be dim/faded. A test screen was inserted and was found to function properly.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The display on the animas pump reportedly is dim. There was no trauma issue. The battery was changed accordingly but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.